Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop events due to driveline disconnects. Review of the submitted log files revealed pump stops due to driveline disconnects on (B)(6) 2023 and on (B)(6) 2023. The first disconnect was reportedly associated with a modular cable exchange due to cosmetic damage (see the modular cable investigation for additional information). However, a specific cause for the disconnect on (B)(6) 2023 that lasted approximately 21 seconds could not be conclusively determined through this evaluation. Following this disconnect, the driveline was reconnected and the pump appeared to operate as expected at the fixed speed for the remainder of the file. Review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that once the driveline was reconnected the pump returned to operating at the set speed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2023 that lasted 21 seconds. The pump stop appeared to have been due to the driveline being disconnected. Related MFR: 2916596-2023-06583.